Event description:
Affiliate reported that when using a retractor without using a pole, the tip of the blade contacted the patient's abdominal wall and made it bleed. Another surgery was performed to repair the bleeding tissue.

Manufacturer narrative:
Upon completion of the investigation it was noted that no product was returned and no lot information was made available. As such, it is not possible for us to determine the root cause of this complaint. It is not possible to determine if the instrument has been poorly maintained and if there are any defects on the edges of the blade such as nicks or sharp edges. Without the lot number we cannot identify the age of the instrument or if it was manufactured in the us or another country (manufacturing transferred from the us to another country in 2005). A review of the complaint database revealed this is the first complaint of this type for this product. There have not been any other complaints of "causes bleeding from the tissue" concerning these instruments. Therefore, this is considered to be an isolated incident. The drawing for the blade specifies that the edges are rounded and blunt, this design should prevent tissue damage. However, if excessive force is applied to the blade/edges during use it may be possible for tissue damage to occur. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.